Manufacturer narrative:
Updated. Distribution history: this complaint unit was manufactured at csi on (B)(6) 2022 under wo (B)(4) and shipped on (B)(6) 2023. Manufacturing record review: DHR's 322677 & 322682 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Descriptions around output were noted but this complaint was tested by the customer with values on a piece of paper. This unit was ultimately found to operate to specifications and deemed as not similar. Product receipt: the complaint unit was returned on (B)(4) and received (B)(6) 2024. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Any relevant customer or clinical information. There was no relevant customer or clinical information provided. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. The unit was evaluated and found to have no functional issues, tested to specifications and returned to the customer. Cooper surgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure, the leep had low output when in cut/blend. Unit also failed all testing output in coag mode. No patient harm. Unit to be returned for repair. No additional information. 1216677-2024-00032 lp-20-120 leep 2024-07-0000663.